Event description:
It was reported that the patient was found in their bathroom in flames and was hospitalized for their injuries. According to the livanova representative present for this patient¿s case, the patient's family told physicians that the patient was in the bathroom with a lighter and their t-shirt caught fire. Livanova has no other direct information about the circumstances of the start of the fire. Inconsistent with their communication to the physician, the patient's family has alleged that the generator malfunctioned and caught fire. Livanova does not have any information that a generator malfunction occurred and is attempting to confirm that no malfunction occurred. The patient underwent a skin graft surgery on (B)(6) /2026, where the generator was replaced due to low battery and not indicated to be due to malfunction. Livanova has information that the explanted generator was not received into the hospital¿s pathology department and does not currently have any information that the explanted generator is available for return. The patient passed away several weeks after hospitalization and skin graft surgery. Device history records were reviewed. The device passed all functional specifications and quality tests prior to distribution. This event was submitted to the FDA under medwatch#: mw5188612. No other relevant information has been received to date.